Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pain") and ovarian cyst ("ovarian cysts") in an adult female patient who had essure (batch no. 626527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included overweight, asthma, abdominal cramps, chest pain, uterine fibroid and leiomyoma nos. Concomitant products included ibuprofen. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("skin rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("hip pain/ joint pain/knee pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (one side removal of ovary) and total hysterectomy, salpingectomy(bilateral removal of fallopian tube, oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst, vaginal haemorrhage, menorrhagia, uterine leiomyoma, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, arthralgia, neck pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, neck pain, ovarian cyst, pelvic pain, rash, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pain") and ovarian cyst ("ovarian cysts") in an adult female patient who had essure (batch no. 626527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included overweight, asthma, abdominal cramps, chest pain, uterine fibroid and leiomyoma nos. Concomitant products included ibuprofen. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), ovarian cyst (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), rash ("skin rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("hip pain/ joint pain/knee pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy,salpingectomy(bilateral removal of fallopian tube,oophorectomy) and surgery (,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, ovarian cyst, uterine leiomyoma, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, arthralgia, neck pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, neck pain, ovarian cyst, pelvic pain, rash, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Lot number and concomitant condition added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian cyst ("ovarian cysts") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included overweight and asthma. Concomitant products included ibuprofen. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), ovarian cyst (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), rash ("skin rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("hip pain/ joint pain/knee pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy) and surgery (,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, ovarian cyst, uterine leiomyoma, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, arthralgia, neck pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, neck pain, ovarian cyst, pelvic pain, rash, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received:the event abnormal vaginal bleeding ,menorrhagia,ovarian cysts,fibroids,skin rashes, bladder problems, urinary problems,migraines,headaches, nausea,fibromyalgia, nickel allergy, dysmenorrhea (cramping), dyspareunia,vaginal discharge, fatigue, weight gain,abdominal pain,neck pain,joint pain,back pain added.reporters,concomitant medication added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.